Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was started but could not be completed resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The operator was unsure of how to respond to the system alarm. The reported system alarm could not be confirmed. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff will review alarm recovery and rinseback procedures with the patient/operator. Nxstage system one and the reported blood loss cannot be established. This report is considered closed.